Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: arias-espinosa, l., salas-parra, r., tagerman, d. Et al. Robotic-assisted endoscopic onlay repair (rendor) for concomitant ventral hernias and diastasis recti: initial results and surgical technique. Surg endosc 38, 5413¿5421 (2024). Https://doi.org/10.1007/s00464-024-11100-6 section a: patient information - no specific patient demographics were provided for the patients. The median age of the patients was 59 years, and the majority (60 percent) of the patients were females. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a retrospective case series study that included consecutive 15 adult patients who underwent robotic-assisted endoscopic onlay repair (rendor) approach for ventral hernia repair with diastasis recti plication from october 2018 to april 2023, performed by a single surgeon. The procedures were completed without conversions reported. 12 (80 percent) patients were discharged the same day. Post-operative complications that were mentioned included one patient (6.6 percent) for surgical site infection (ssi) requiring intravenous (IV) antibiotic therapy and re-admission. The article author confirmed that there were no da vinci device malfunctions, nor that any complications were contributed to or caused by da vinci devices.